Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that they saw the patient and she complained about her implantable neurostimulator (ins). Loss of stimulation and ins was off. Since (B)(6), suddenly the ins stopped without having the patient programmer (pp) somewhere around. When back in the patient's room she checked the ins and the flash was off. The patient switched the ins on and it worked properly. This happened a few times. In addition the patient thought the recharging interval varies. The patient has a hd program, which is her favorite. The mdt data showed no power on resets (por) or out of regulation (oor) that would indicate a device issue. The patient uses the pp and recharger a lot to turn the stimulation on/off. The rep reported 10 days later that troubleshooting had not yet been performed. The patient outcome was no difference. The indication for use included failed back syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.